Manufacturer narrative:
This is the event as 3010536692-2014-01702, -01704, -01705. This report will be updated when investigation is complete.

Event description:
Allegedly the patient is experiencing the following mom complications: metallosis and neuropathy (right).